Event description:
A physician reported a patient who was initially skin tested on 2 october 1995 by another physician; results and site not documented. Subsequently, the patient had several previous treatments in the vermilion borders. On 13 may 1999, the patient was treated in the upper vermilion border. On 15 may 1999, the patient called the physician's office and reported bruising from the upper vermilion border treatment site, to the nose. On 24 june 1999 the patient was examined and the physician noted the patient was still bruised at the treatment site in the upper vermilion border. The physician documented that the symptoms were not hypersensitivity. The physician is not sure of the diagnosis, but believed it could possibly be related to a vascular bleed of mechanical origin, related to fibrous tissue that may have developed from repeated collagen injections in the area. The physician did not believe the symptoms were related to hypersensitivity or necrosis. The physician did believe the symptoms were product related. No medical or surgical intervention was prescribed or planned.